Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. A review of the device history record of the product code/lot# combination was conducted with no findings. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported that the angio-seal locator could not be inserted into the insertion sheath even though the physician followed the procedures. Several attempts were made, but the outcome was the same. Therefore, the device was not used and replaced with another angio-seal device to continue the hemostasis procedure. Subsequently, hemostasis was successfully achieved by manual compression only. The patient had no health damage. There was no blood loss. The procedure before deploying the device was a percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 8 mm. There were no other devices or equipment being used with the reported product.